Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with near syncope. Rising and high impedance and high thresholds were noted on the right ventricular (rv) lead. The lead was capped. No further patient complications have been reported as a result of this event.